Event description:
It was reported to philips that the capacitor for the device was providing an incorrect output. The customer requested assistance from a philips remote service engineer (rse). The customer explained that the capacitor for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain pricing information for a replacement capacitor with no onsite evaluation required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. Per customer request, pricing information for a replacement capacitor was provided to the customer. Additional service was not requested. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.